Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricle (rv) lead. Provocative testing was performed and the noise was unable to be reproduced. Diagnostic imaging was performed and no anomalies were observed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.